Manufacturer narrative:
Product ID: 7482a40, serial#: (B)(4), implanted: (B)(6) 2009; product type: extension, product ID: 7482a40, serial# (B)(4), implanted: (B)(6) 2009; product type: extension, product ID: 3389s-40, lot#: v230720, implanted: (B)(6) 2009; product type: lead, product ID: 3389s-40, lot#: v234704, implanted: (B)(6) 2009; product type: lead, product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2009; product type: implantable neurostimulator. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had issues where the implantable neurostimulator (ins) cut on and off. The reporter stated this occurred when the patient goes through metal detectors at the store or airport. The reporter further stated this occurred periodically.

Event description:
It was reported that the patient's implantable neurostimulator (ins) turned off after walking through store security and after using a drill, which caused him to sweat profusely. Additional information has been requested, but was not available as of the date of this report. Refer to manufacturer report #3004209178-2012-04591.

Manufacturer narrative:
(B)(4).